Event description:
This was reported to davol via maude event report mw5038891. It has been alleged that one year post implant of a bard flat mesh the pt underwent "surgical removal of infected mesh from prior hernia repair."

Manufacturer narrative:
The info provided was limited. Davol fa has reached out to the contact and multiple requests have been made for additional info regarding the pt condition and details surrounding the infection and subsequent explant. At this time we have not received any additional info. A mfg review that included review of sterility records was performed and shows that the lot was manufactured to specification. The warning section of the instructions for use states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Infection is also listed in the adverse reaction section as a possible complication of surgery. Based on the limited info provided, at this time we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. This MDR includes all pt, event, and device info davol has received to date. If additional info is obtained, a follow up MDR will be submitted.